Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot #: unknown, not provided. Expiration date: unknown as the lot number was not provided. Unique identifier (UDI#): unknown as the lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. (B)(6). Device manufacture date: unknown as the lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed lubricant material residue in the cartridge tip. The cartridge tip was observed damaged/ deformed. The customer's reported complaint was verified; however, due to the condition of the returned sample, it was not possible to determine that the reported issue was related to the manufacturing process. A product quality deficiency could not be determined. Manufacturing records review: the lot number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol) into the patient's eye, the cartridge tip was observed bent. Patient contact was reported. The account commented that they felt as if the lens was too big and was bending the cartridge tip. A new cartridge and lens were used and the surgery was successfully completed during the initial procedure. No other issues were reported. The patient outcome was reported being good. No further information was provided. The same issue was reported for two (2) cartridges, therefore 2 mdrs will be filed. This is the second of two.